Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low creatinine (crem) result that was generated by the unicel dxc 800 pro synchron clinical systems for a single patient sample. Crem result of 0.8mg/dl was reported out of the lab. The physician questioned the result and customer re-tested the original sample on a different instrument and obtained a result of 1.3 mg/dl. A corrected report was sent. It is unknown if treatment was initiated or withheld, but the physician questioned the crem result.

Manufacturer narrative:
The customer tried to recalibrate the crem, but calibration failed. Bubbles were observed in the cup. A field service engineer (fse) was dispatched: the fse inspected the instrument and noted that the reagent pump was creating air bubbles in the cup and that the mixer motor was intermittently stopping. The fse replaced the reagent pump and mixer motor. As of 11/10/08, no further events have been reported. It is known if treatment was impacted in this event. Upon recur, a low creatinine result could contribute to serious injury. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.